Event description:
A complaint was received on a customer's freestyle flash meter. The customer's family member reports that their patient has been receiving inaccurately high readings from the freestyle flash meter. Patient has been having seizures due to low blood sugar levels and was treated at the hospital with glucose. They were kept for two days about a week ago. Testing was conducted on the fingers.